Manufacturer narrative:
External and internal visual inspections of unit revealed that there was no damage to the power supply, power cord, or right-angle extension cable. All cables were manipulated during powering of the unit. Returned cables were used during all test steps and were used to power the unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Complaint of frayed power connector plug is unconfirmed. No damage to the power supply, power cord, or right angle extension cable was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.